Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted no anomalies. There was no telemetry connections or sessions noted, while a battery depletion (bd) error was confirmed. A memory review of the device showed that there was a battery voltage drop, but the battery voltage recovered and was within normal range. Laboratory analysis confirmed that the bd error was related to a long telemetry session and the battery recovered after this. Laboratory analysis concluded that there was an improper device telemetry disconnect causing a partially connected high power telemetry state resulting in the reported bd error and inability to reconnect to the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during a routine check of this subcutaneous implantable cardioverter defibrillator (s-ICD) it was noted that there were some episodes of atrial fibrillation (af) registered and the health care professional (hcp) wanted to review the episode with the physician. When attempting to check these episodes a message saying this was not possible as a connection was lost appeared. After this, the screen turned yellow indicating that the telemetry with the device was lost. The session was ended and started again, but then it was not possible to interrogate the device. The patients position was changed and another programmer was used with no success. The next day it was noted that when entering the main screen of the programmer a red alert appeared indicating a battery depletion error with 1% remaining battery. A revision was planned. No adverse patient effects were reported. Additional information noted that the device was explanted and expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during a routine check of this subcutaneous implantable cardioverter defibrillator (s-ICD) it was noted that there were some episodes of atrial fibrillation (af) registered and the health care professional (hcp) wanted to review the episode with the physician. When attempting to check these episodes a message saying this was not possible as a connection was lost appeared. After this, the screen turned yellow indicating that the telemetry with the device was lost. The session was ended and started again, but then it was not possible to interrogate the device. The patients position was changed and another programmer was used with no success. The next day it was noted that when entering the main screen of the programmer a red alert appeared indicating a battery depletion error with 1% remaining battery. A revision was planned. No adverse patient effects were reported. Additional information noted that the device was explanted and expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during a routine check of this subcutaneous implantable cardioverter defibrillator (s-ICD) it was noted that there were some episodes of atrial fibrillation (af) registered and the health care professional (hcp) wanted to review the episode with the physician. When attempting to check these episodes a message saying this was not possible as a connection was lost appeared. After this, the screen turned yellow indicating that the telemetry with the device was lost. The session was ended and started again, but then it was not possible to interrogate the device. The patients position was changed and another programmer was used with no success. The next day it was noted that when entering the main screen of the programmer a red alert appeared indicating a battery depletion error with 1% remaining battery. A revision was planned. No adverse patient effects were reported.